Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that stockout printing was initially disabled due to device configuration changes for logistics which caused the issue. A technical support specialist (tss) confirmed with customer that the stockout destination was reassigned to a local printer. The tss observed that the stockout bulletin was functioning as expected for the affected station, which was configured to print at the assigned delivery location/printer. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system was not communicating stockout events. The expected stockout printouts were not generated on multiple occasions across various medications. Additionally, not all medications were appearing on the daily refill report despite bins being below minimum levels. A system restart was performed; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.